Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had e322 and was not connected. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3 and h6 the device was returned to olympus for inspection and the reported failure e322 camera head not connected was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed, and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely that the endoscopic image could not be displayed due to damage to the cable unit, and water tightness was compromised due to poor sealing of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.